Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection. The implantable cardioverter defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.